Event description:
It was reported that the lead was explanted because the pt did not feel the stimulation anymore. At interrogation, high impedances were found (>4000 ohms). The lead was to be replaced. The pt outcome was: he is ok.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.